Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The capsule was located on the stomach after it failed to attach and it was retrieved using a rescue net. The patient was on IV sedation and a repeat procedure was done on the same event. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. The capsule and the delivery system and capsule will not be returned for investigation. There was no user harm.